Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01854. It was reported that stimulation on the leads was reducing on its own. Diagnostics revealed high impedances. X-rays indicated lead fracture. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in only the right lead at t12 was replaced at a different level due to scar tissue., as the left lead at t12 was operable and in good placement. It is unknown which lead is liable so both leads are reported.